Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse performed preventative maintenance (pm) on the device which resolved the issue. The pm was captured and investigated under a separate ticket. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of the small syringe.

Event description:
On (B)(6) 2016, the customer reported intermittent, low total area on whole, capped, blood samples with their g8 analyzer. They reran the samples uncapped and total areas remained low. The customer stated that they had plenty of hemolysis wash (h&w); but would check the drain tubing and change the sample needle. On (B)(6) 2016, the customer called back with reports that she was still having issues with low total area on both qc material and patient samples. They replacement of the sample needle did not resolve the issue. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.